Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the reported clip opened while locked. The reported patient effect of recurrent mr appears to be related to the clip opening and dyspnea appears to be a cascading effect of the recurrent mr. Mr and dyspnea are listed in the instructions for use as known possible complications associated with the mitraclip procedures. The reported hospitalization and unexpected medical intervention were results of case specific circumstances as the patient remained hospitalized and am additional procedure was performed to stabilize the clip and reduce mr. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported a mitraclip procedure had been performed on (B)(6) 2022 to treat degenerative mitral regurgitation (mr) with a grade of 4. One clip was implanted reducing mr to grade 1. At a later date the patient returned with increased mr and dyspnea. Imaging showed that the clip had opened from about 5 degrees post previous procedure to about 30 degrees. An additional procedure was performed to stabilize the clip and reduce mr.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported a mitraclip procedure had been performed on (B)(6) 2022 to treat degenerative mitral regurgitation (mr) with a grade of 4. One clip was implanted reducing mr to grade 1. At a later date the patient returned with increased mr and dyspnea. Imaging showed that the clip had opened from about 5 degrees post previous procedure to about 30 degrees. An additional procedure was performed to stabilize the clip and reduce mr.